Event description:
Pt presented to the doctor with patella pain. The patella and poly insert were revised.

Manufacturer narrative:
The patellar component cannot be evaluated for reported wear as it has not been returned for evaluation, but rather retained by the patient. Attempts to obtain lot code info have been unsuccessful. Therefore, a DHR review is not possible. If additional info or the device should become available this evaluation will be reopened.